Event description:
The caller reported a pump malfunction after exposure to extreme temperature. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they understood and acknowledged.